Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to technical support a peritoneal dialysis (pd) patient at a rehabilitation facility experienced a stroke. The pdrn only provided the patient's initials and approximate age as she could not remember his full name and was not able to provide any additional information. Medical records were requested, but were not available due to the lack of patient information.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. No serial number was provided by the customer, so no labeling or DHR was completed. Medical records have been requested and not received.